Event description:
It was reported that pump had unresponsive wake button, and patient did not want to perform troubleshooting. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any corrective actions taken by the customer or technical support.